Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 586 mg/dl. A manual injection was administered and customer switched to using long acting insulin to address bg. A supply change was performed resolving the occlusion. While performing a supply change, insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence with multiple supplies. The customer alleged that the pump was not delivering insulin. The customer reverted to manual injections and lantus for insulin therapy.